Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
"Detected plate fracture in the removal procedure."

Event description:
"Detected plate fracture in the removal procedure".

Manufacturer narrative:
Correction: refer to d9/h3, h6 results & conclusion codes. The reported event could be confirmed, although the affected device was not returned however an image of the broken plate was shared which confirms the alleged failure. A device inspection was not possible since the affected device was not returned, however an image of the broken plate was shared which confirms the alleged failure. However, nothing else could be deduced about the manner and likely cause of the breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information like patient medical records as well as the affected device must be available to determine the exact root cause of the breakage. However, a probable cause of the failure could be an inadequate selection of the implant size for the given fracture, leading to such an early breakage. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.